Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's device was turning on and off and not working properly. No patient symptoms or further complications were reported as a result of this event. Refer to manufacturer report #1030489-2018-00967 for details pertaining to the related reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.